Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported two cases of possible endophthalmitis following laser-assisted cataract surgery with an intraocular lens (iol) implant. This is the file for the first case. The patient presented with hypopyon and decreased vision. A vitreous tap with injection was performed to administer intravitreal antibiotics. There was no growth on the culture and the culture was gram stain negative. The lens remains implanted.